Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she had a low blood glucose level of 21 mg/dl and wanted assistance with changing her infusion set. Customer was advised to treat her low blood glucose level first. Customer treated her low blood glucose level with orange juice. Customer's blood glucose level after treatment was 140 mg/dl. Customer will not be returning the device for analysis.